Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infarction, and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that angiography was performed on (B)(6) 2013 which revealed 99% in-stent restenosis of a non-abbott stent in the proximal lcx. The restenosis was treated with balloon dilatations and a 3.0 x 28 mm xience v stent. On (B)(6) 2013, the patient was re-admitted for chest pain which was diagnosed as a myocardial infarction. On (B)(6) 2013, 90% re-stenosis was observed in the lcx which was treated with a non-abbott stent. No additional information was provided.

Event description:
Correction: the stent used in the procedure was a 3.0 x 28 mm xience xpedition stent, not a 3.0 x 28 mm xience v stent as reported in the initial medwatch report.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.